Event description:
The pt reported having persistent pain at the ipg site. The pt was advised to consult with his physician regarding the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.